Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: j0519259v, implanted: (B)(6) 2005, product type: lead. (B)(4) applies to lead (lot#: j0519259v) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient is concerned their wire has came loose because they are now having problems with their hip. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported the wire was not loose. No further information was reported. This event is no longer reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.